Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Stryker orthopaedics is a distributor of this device, which is manufactured by osartis. The manufacturer has responsibility for regulatory decisions and MDR reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel.

Event description:
As reported in medwatch mw5101372: "had left total knee replacement in 2017...using (competitor) parts, and simplex hv cement with gentamicin. Took over 1 year to resolve all pain. Had a different surgery (left total hip replacement with (competitor) parts) in 2019 after which I had severe left thigh pain that eventually resolved to the left knee only. That surgeon felt the knee ligaments were a little too loose, so pain remained as before with minimal to no improvement. I had an instance of severe left knee pain with inability to bear weight on that leg for 3 days...2020. No x-rays were taken that time, unfortunately. Since I had been treated for a uti the week before, it was questioned whether I had an infection in the joint. I was tested for protein(?) In the blood which was positive, but aspiration of the joint a week later was negative for infection. I got back to being able to weight bear, so nothing more was done at the time. I got a 2nd opinion...2021...due to continued no further improvement in left knee pain, and x-rays show cystic changes in all the bones (femur, tibia, and patella) and subsidence of the tibial portion of the replacement into the tibia with tilting. .I am scheduled to have the entire joint revised next week...2021. This surgeon has stated there is a defect in the plastic component causing it to shed plastic particles which cannot be absorbed by the body, so it fights the cement and the bone instead, causing early loosening. He states he has seen this happen in other patients as well. My left knee pain was stable but in the last 3 months is worsening to the point I sometimes have to use a cane, have sharp pain if I step wrong, have bowing outward mildly at the knee, pain if I walk on uneven ground or walk too far, and severe pain the first rew feet after resting/ sitting for a while. The surgeon states I must have this revision or the bones may fracture, and even during this revision he fears my patella may fracture due to the thinning of the bone from the replacement defect.